Event description:
As reported, during use in patient of this swan-ganz catheter, balloon had a leakage. The device was received for evaluation. The balloon did not inflate due to leakage from a tear at the distal balloon bonding site. The edges of tear did not appear to match up. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of "balloon leakagae" was confirmed. Balloon did not inflate due to leakage from a tear at the distal balloon bonding site. The edges of tear did not appear to match up. All through lumens were patent without any leakage or occlusion. No visible damage or abnormality was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further investigation, corrective actions have been initiated in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint. Additionally, there are manufacturing controls to avoid potential causes related to the related malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.